Event description:
It was reported that the universal battery charger is cracking and smokes when it is turned on. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 17-nov-2010. The source of the release to warehouse date in (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation was completed: the product underwent functional and visual assessment. The customer's complaint that the universal battery charge will not function at all and there is smoke when it turned on was confirmed. The device was evaluated and the complaint was substantiated. It was also discovered that the connector plug and back housing were damaged. This unit appears to have been mishandled or dropped so the components are worn from mishandling. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.